Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of dissection and thrombosis, as listed in the emboshield nav 6, instructions for use is a known adverse event associated with carotid stents and embolic protection systems. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported device migration and patient effects.

Event description:
It was reported that the patient presented asymptomatic for the procedure. The 80% stenosed lesion was located in the left internal carotid artery. A nav 6 filter was used for protection after which an xact stent implant was deployed and the procedure was considered successful. The patient was administed a bolus of protamine and left the cath lab. Approximately 24 hours post-procedure a precautionary duplex ultrasound revealed that the artery had become fully occluded and a computer tomography (CT) scan confirmed clot in the entire vessel. No treatment was performed as the patient was asymptomatic and was discharged. Discussion of the event noted that during the procedure there may have been a minor migration of the filter (approximately 1-2 cm) in the artery which could have caused damage to the vessel (dissection); however, this was not confirmed. No additional information was provided.